Event description:
During servicing performed by a baxter technician, a flogard infusion pump with code was found with the power cord damaged. There was no patient involvement.  No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected and functionally tested. During visual inspection a damaged power cord was identified; the cause was undetermined. The damaged power cord was replaced to resolve the condition. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.